Event description:
It was reported that during a low anterior resection procedure, the surgeon used the reload and could not fire it properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the reload arrived in good visual condition with the drivers partially advanced and with 12 staples protruding. One staple was noted to be missing. No functional test could be performed due to the conditions of the reload. It should be noted that when manipulating the device, only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.